Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have lung infections, sinus infections, and a polyp in nasal read. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously filed a report alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. In the initial report, the "outcome attributed to adverse event" was not filled out. Please see section b2 for this correction.